Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 180 mg/dl and 18 mg/dl. No adverse event was reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.